Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient developed an infection due to the sensor insertion with fever. The patient was taken to the hospital by their mother and was admitted for 3 days. At the hospital the patient was treated with IV medication (rocephin; antibiotic) for 3 days and amoxicillin (oral antibiotic) for 9 days after the discharge. At the time of the report the patient was doing okay. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.